Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient could have whitening, decreased vision was 1.0 (nc) and received yag for confirmed secondary cataract. Post yag patient see things better but something getting in sight. Additional information confirmed that implanted iol becomes white clouded. The symptoms are continuing to the patient.